Event description:
The facility reported a colleague infusion pump with "alarms when powering on." According to the facility, this event occurred upon power-up in the central sterile unit. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with constant alarming on power up was confirmed and reproduced during product evaluation. Quality engineering found failure code 199:xxx on power up. The root cause of the failure code was determined to be depleted main batteries. The main batteries and battery harness were replaced to correct this condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.